Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula and had a blood glucose of 456 mg/dl. The customer put an infusion set in a new site and reported a blood glucose of 478 mg/dl. The customer treated with a bolus from her insulin pump. There is no product being returned.